Event description:
The device was returned to the service ctr with a report from the customer contact the device alarmed with an s136 (watchdog error-uic) malfunction alarm code. No additional info was provided. This does not indicate a reportable malfunction. However during verification testing at the service ctr the device alarmed with an s136 (watchdog error - uic) malfunction alarm code and displayed a whitescreen error.

Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing the device alarmed with an s136 malfunction alarm code. During further testing at the service ctr the device did not pass the sdram test which may have caused the customer's reported s136 and the whitescreen error during service ctr testing. This was due to the som2 hardware module.the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.